Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system on-site and confirmed that system unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found software was hanging up at the 100percent load screen and all other pcs came up accordingly confirming a software issue. To resolve the issue, the fse reloaded suite pc software and backup was restored. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot past the main screen. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.